Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump buttons are depressed and the screen had scratches. Customer also stated that the insulin pump had random no delivery alerts and made grinding noise during rewinding. The insulin pump had battery cap worn out. The insulin pump will not be returned for analysis.